Manufacturer narrative:
Follow-up #2 - device evaluation: the pump has been returned and evaluated by product analysis on 09/29/2015 with the following findings: a review of the black box data showed no evidence of communication alarms. A visual inspection of the pump showed moisture corrosion in the battery canister and on the battery cap. A test cap was used and was able fully tighten. The returned battery cap had stripped/damaged threads and was unable to fully tighten on to the pump. The pump successfully passed the rewind, load, and prime steps during testing. The pump emitted a call service (088) alarm during the 24 hour duration test. The pump cover was removed and moisture was found on the printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015 the reporter contacted animas alleging that the pump was emitting call service communication alarms.

Event description:
On (B)(6) 2015 the reporter contacted animas alleging that the pump was emitting call service communication alarms. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.